Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported she did not realize the tampon was missing the string and she manually removed the tampon one and a half days later. She was feeling fine and did not seek medical attention.